Event description:
It was reported that the user was unable to staple while in use on a patient. Therefore, a new unit was used instead. It is unknown whether the staple did not come out or the handle had problem at present. Description will be updated once additional information is provided.

Manufacturer narrative:
Qn#(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. The staples appear properly aligned. The stapler was returned with 13 staples left in the cover block indicating that at least (B)(4) staples have been fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, a staple was unable to form or close properly. Another attempt was made and again, the staple was unable to form properly. The stapler was disassembled , and it was confirmed to have been assembled correctly. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned sample was inserted into the lab inventory stapler. The stapler was reassembled , and the trigger was engaged. A staple correctly formed and released from the device. The anvil from the functioning lab inventory stapler was inserted into the returned sample. Upon engagement of the trigger, three staples were able to properly form and release from the device. The sample anvil appears to be preventing the staples from forming properly. The device was sent to the manufacturing site for further investigation. Upon investigation, it was observed that the staples were not forming or closing since the anvil appeared narrow and small. Further examination revealed that the sample anvil was a regular size anvil for visistat 35 r staplers. When a visistat 35 w anvil was inserted into the stapler, the stapler fired properly. However, since the lot number was not reported, it is not possible to trace the time period in which the device was built or to determine what situations could have occurred when the raw material was supplied. A nonconformance was initiated in order to implement corrective actions to prevent this issue from recurring in the future. Reference file anp1900074140 for investigation photos & tecate evaluation tc 1900074140 for manufacturing site investigation. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Since the lot number was not reported, it is not possible to trace the time period in which the device was built or to determine what situations could have occurred when the raw material was supplied. A nonconformance has been initiated by the manufacturing site to implement corrective actions in order to prevent this issue from recurring in the future. Teleflex will continue to monitor and trend on complaints of this nature. The reported complaint of "unable to staple" was confirmed based upon the sample received. Upon functional inspection, the staples were unable to form properly. It was found that the stapler was assembled with a visistat 35r anvil instead of a visistat 35w anvil. When the stapler was assembled with the correct 35w anvil, the stapler fired properly. Since the lot number was not reported, it is not possible to trace the time period in which the device was built or to determine what situations could have occurred when the raw material was supplied. A nonconformance was initiated at the manufacturing site in order to implement corrective actions to prevent this issue from recurring in the future. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user was unable to staple while in use on a patient. Therefore, a new unit was used instead. It is unknown whether the staple did not come out or the handle had problem at present. Description will be updated once additional information is provided.